Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alarmed for call service 064 when they were performing the subject pump's prime function. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/14/2016 with the following findings: a review of the pump¿s black box revealed a cs 064 alarm observed with a high force during occlusion. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no call service alarms received. There were no defects found. Unrelated to the original complaint, the battery compartment was observed to be cracked. (B)(4).